Manufacturer narrative:
No device-related issues were identified through the analysis of the left ventricular assist system (lvas) and a correlation to the patient¿s gastrointestinal (gi) bleed could not conclusively be established. The pump was returned assembled with the driveline (dl) cut approximately 4.75 inches from the pump housing and the distal end of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was severed at the flex section and returned detached from the pump¿s inlet port. The sealed outflow graft was cut approximately 1 inch from its hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was not returned. A different manufacturer¿s device was also returned with the lvas; however, it was not included in this investigation. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the lvas also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted. No problems were noted with the pump, but he had experienced several gastrointestinal (gi) bleeds after implant, so much so that he was given octreotide, aspirin was halted, and eventually, warfarin was halted.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted into the hospital on (B)(6) 2017, for gastrointestinal (gi) bleeding, and the source of the bleeding was an arteriovenous malformation (avm). The patient was taken off aspirin and off of coumadin. On (B)(6) 2017, the patient was discharged to home and will continue to be monitored as an outpatient. The patient is also being worked up for a heart transplant.